Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), abdominal pain ("abdominal pain"), depression ("depression"), anxiety ("anxiety") and menorrhagia ("menorrhagia"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, headache, abdominal pain, depression, anxiety and menorrhagia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, genital haemorrhage, headache and menorrhagia to be related to essure. The reporter commented: plaintiff received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: results of confirmation test: bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-nov-2019: plaintiff fact sheet received, reporter information, patient demographic, lab data ,essure indication and event menorrhagia were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), abdominal pain ("abdominal pain"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, headache, abdominal pain, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, genital haemorrhage and headache to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.